Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('left essure coil is partly within the endometrium and partly within the myometrium in uterine fundus/at right cornue embedded silver coil extends into myometrium') and device expulsion ('left essure coil is partly within the endometrium and partly within the myometrium at uterine fundus') in an adult female patient who had essure (batch no. 796913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2011, gravida ii and parity 2. Concurrent conditions included pelvic pain, uterine bleeding, allergic rhinitis, carpal tunnel syndrome, menorrhagia, dizziness, breast mass and back pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital hemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, device expulsion, genital haemorrhage, uterine hemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered device dislocation, genital hemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: additional surgery ¿ (B)(6) 2011 - unilateral tubal ligation due to failed left coil moved or was implanted in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal occlusion. The left fallopian tube not occluded with free spill. Pathology test - on (B)(6) 2011: cervix with chronic endocervicitis and nabothian cyst, no evidence of neoplasia basalis endometriumintramural leiomyomas, largest 1.8 cm. Uterine serosa with no diagnostic abnormality, bilateral fallopian tubes with no evidence of neoplasia coiled metallic medical devices identified grossly, one in right cornu with extension into myometrium and one at anterior fundic endomyometrium. No evidence of malignancy. Ultrasound scan - on an unknown date: on CT scan patient noted to have 1 essure coil in the right fallopian tube, and 2nd coil appears to be in the uterine fundus. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion,embedded device. Lot number: 796913. Manufacture date: 2010-11. Expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Two fu's processed together. On 18-jun-2020: social media received: no new significant information received. Two fu's processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil is partly within the endometrium and partly within the myometrium in uterine fundus/at right cornue embedded silver coil extends into myometrium"), device expulsion ("left essure coil is partly within the endometrium and partly within the myometrium at uterine fundus"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 796913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and tubal ligation on 16-dec-2011. Concurrent conditions included pelvic pain, uterine bleeding, allergic rhinitis, carpal tunnel syndrome, menorrhagia, dizziness, breast mass and back pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, uterine haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: additional surgery ¿ (B)(6) 2011 - unilateral tubal ligation due to failed left coil moved or was implanted in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal occlusion. The left fallopian tube not occluded with free spill. Pathology test - on (B)(6) 2011: cervix with chronic endocervicitis and nabothian cyst, no evidence of neoplasia basalis endometriumintramural leiomyomas, largest 1.8 cm. Uterine serosa with no diagnostic abnormality, bilateral fallopian tubes with no evidence of neoplasia coiled metallic medical devices identified grossly, one in right cornu with extension into myometrium and one at anterior fundic endomyometrium. No evidence of malignancy.. Ultrasound scan - on an unknown date: on CT scan patient noted to have 1 essure coil in the right fallopian tube, and 2nd coil appears to be in the uterine fundus. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('left essure coil is partly within the endometrium and partly within the myometrium in uterine fundus/at right cornue embedded silver coil extends into myometrium') and device expulsion ('left essure coil is partly within the endometrium and partly within the myometrium at uterine fundus') in an adult female patient who had essure (batch no. 796913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2011, gravida ii and parity 2. Concurrent conditions included pelvic pain, uterine bleeding, allergic rhinitis, carpal tunnel syndrome, menorrhagia, dizziness, breast mass and back pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, device expulsion, genital haemorrhage, uterine haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: additional surgery ¿ (B)(6) 2011 - unilateral tubal ligation due to failed. Left coil moved or was implanted in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal occlusion. The left fallopian tube not occluded with free spill. Pathology test - on (B)(6) 2011: cervix with chronic endocervicitis and nabothian cyst, no evidence of neoplasia. Basalis endometriumintramural leiomyomas, largest 1.8 cm. Uterine serosa with no diagnostic abnormality, bilateral fallopian tubes with no evidence of neoplasia. Coiled metallic medical devices identified grossly, one in right cornu with extension into myometrium and one at anterior fundic endomyometrium. No evidence of malignancy.. Ultrasound scan - on an unknown date: on CT scan patient noted to have 1 essure coil in the right fallopian tube, and 2nd coil appears to be in the uterine fundus. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received : new event migration was added. Previously reported events of genital hemorrhage and abnormal uterine bleeding downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure coil is partly within the endometrium and partly within the myometrium in uterine fundus/at right cornue embedded silver coil extends into myometrium"), device expulsion ("left essure coil is partly within the endometrium and partly within the myometrium at uterine fundus"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 796913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and tubal ligation on (B)(6) 2011. Concurrent conditions included pelvic pain, uterine bleeding, allergic rhinitis, carpal tunnel syndrome, menorrhagia, dizziness, breast mass and back pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, uterine haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: additional surgery ¿ (B)(6) 2011 - unilateral tubal ligation due to failed. Left coil moved or was implanted in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tubal occlusion. The left fallopian tube not occluded with free spill. Pathology test - on (B)(6) 2011: cervix with chronic endocervicitis and nabothian cyst, no evidence of neoplasia. Basalis endometriumintramural leiomyomas, largest 1.8 cm. Uterine serosa with no diagnostic abnormality, bilateral fallopian tubes with no evidence of neoplasia coiled metallic medical devices identified grossly, one in right cornu with extension into myometrium. And one at anterior fundic endomyometrium. No evidence of malignancy.. Ultrasound scan - on an unknown date: on CT scan patient noted to have 1 essure coil in the right fallopian tube, and 2nd coil appears to be in the uterine fundus. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion,embedded device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.